Event description:
Customer reported a cartridge alarm 30 during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer planned to use a backup insulin pump to ensure continued insulin delivery. Technical support confirmed the warranty and provided a replacement pump, instructing the customer on storage mode and the return process for the problematic pump.